Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): the ep catheter was returned and analyzed and analysis revealed that the fluid ports were clogged. Visual analysis revealed that there appeared to be dried crystals from the saline solution obstructing fluid ports. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s.

Event description:
It was reported that during the procedure the isotonic solution suddenly stopped flowing through the ablation catheter. The catheter seemed to be blocked so use with it was discontinued. A different catheter was used. No patient complications have been reported as a result of this event.